Manufacturer narrative:
Event date: these issues been observed within the last month. (B)(4). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unknown quantity of clearlink system continu-flo solution sets were disconnected (separated) in two pieces; this was further described as ¿the tubing disconnected from just below the upper y-site of the tubing¿. This was identified while the sets were being removed from the packaging prior to patient use. There was no patient involvement. No additional information is available..